Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the staples malformed after firing the device. Changed to another one to continue the surgery but the device could not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/14/25 d4: batch #unk a manufacturing record evaluation was performed for the finished device ec60a with lot number 237d14; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.